Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Put a light tampon and couldn't get it back out- vagina [foreign body in reproductive tract] couldn't get it back out because there wasn't a string on it [complication of device removal] there wasn't a string on it- tampax [device physical property issue]. Case narrative: relative reported via social media that her daughter couldn't get her tampon back out because there wasn't a string on it. No serious injury was reported.